Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 5.0 mmol/l. The customer stated that he had no insulin in the pump for about 20 to 30 minutes. The customer stated that he was not home when he received the alarm. The customer will be sent a replacement pump.